Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, the implantable cardiac monitor exhibited undersensing r waves and inappropriately sending pause episodes. The episodes were discovered with an increased gain. A software upgrade was recommended. No intervention was performed. The patient was stable.